Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced full height drawer 7 failed to stay closed. A field service engineer found that the magnet was missing on insep. A field service engineer removed and replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer failed. The customer stated that there was no medication delay since the user managed to get the medication from another station. There were no adverse events or injuries reported based on this event.